Event description:
It was reported that the patient experienced recurrent nocturnal hypoglycemia while using the ilet for approximately two months, with the lowest readings in the low 50s and no preceding high glucose, exercise, recent setting changes, or weight adjustments; the family intermittently disconnected the ilet and treated with fast-acting carbohydrates. Symptoms included low blood glucose with associated risk of symptomatic hypoglycemia. Outcomes included the need for oral glucose treatment and temporary device disconnection at home without healthcare facility intervention. Investigation included technical and clinical review with user troubleshooting and education. Investigation of this case revealed no device alarms, no recent changes to targets or weight, no off-pump insulin, and no temporal association with set changes, and the cause of the hypoglycemia remained undetermined. It was concluded that the event involved hypoglycemia with unclear cause and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.